Event description:
The customer placed an order for an unspecified repair. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
.

Event description:
The customer placed an order for an unspecified repair. Further information was provided that the delivered energy was too low. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.